Event description:
Nellcor puritan bennett's failure investigation on 11/11/05 for the complaint that the alarm did not sound revealed that the failure was isolated to the main pcb. The original analysis determined that the complaint fell into the exemption category (rae # 2005015).